Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was in the hospital and in the intensive care unit (ICU) for an issue not related to this device. A red alert was generated due to shocking impedance measurements of zero ohms which occurred four days in a row during the patient¿s hospital stay. Additionally, atrial pacing impedance measurements had decreased from 500 ohms to 400 ohms which was suspected to be due to fluid retention. The physician will continue to monitor the system and will bring the patient into the clinic to reset the alert. No adverse patient effects were reported.